Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and stopped ventilating during use. There was patient use associated with the reported event. The patient, who is ventilator dependent, was then manually ventilated (bagged) until he could be placed on his backup ventilator. There was no harm to the patient as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec observed that the device would reboot by itself during testing. Ventec then downloaded the device's electronic records for analysis and observed that in the three months prior to the reported event, that the device had logged multiple system fault alarms. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.